Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that an 8840 clinician programmer was used in this event and that the serial number was unknown.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they checked the volume at the reservoir to see if there is any difference from the clinician programmer and the results were ok. It was reported that the cause of the underdose/overdose symptoms was not yet determined. It was reported that it looked like it was a mistake with flex mode programming but they are not sure yet. It was reported that there was no device issue. It was noted that the physician changed to simple continuous mode and they are doing follow-up with the doctor. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient experienced symptom return and is feeling underdose (that included less pain relief) and overdose (that included somnolence) sensations along the day. It was reported that the location of the symptoms was unknown. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization and there was no injury as a result of the event. It was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that no diagnostics or troubleshooting had been performed yet, but the hcp was contacted and some evaluation was scheduled with the first one to be done on (B)(6) 2018. It was noted that the pump was not replaced and that they were still checking to see if replacement is needed. It was reported that the issue was not resolved at the time of the report. The patient status at the time of the report was alive-no injury.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_prog, serial# unknown, implanted: n/a, explanted: n/a, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was not confirmed if there was a flex dosing issue. It was reported that the patient was using oral "meds to". It was noted that the error was not identified before the patient went home. It was asked if the change to simple continuous resolved the patient's symptoms and it was reported that the patient was still feeling somnolence in some parts of the day. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID: 8870, lot# n/a, serial# unknown, implanted: n/a, explanted: n/a, product type: software. If information is provided in the future, a supplemental report will be issued.